Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the arrhythmic storm could not be conclusively determined.

Event description:
Following an endocardial ablation procedure in the left ventricle, the patient experience an arrhythmic storm. Two shocks and ventricular anti-tachycardia pacing were performed using a defibrillator and the patient was given endovenous lidocaine and endovenous cordarone. The cause of the arrhythmic storm could not be determined. The patient is currently stable. There were no performance issues with the abbott product.